Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Liquid leaked at the bending section cover due to perforation. There was a gap at the adhesive part of the bending section cover. Liquid leaked at the electrical connector due to leakage. The color of light guide lens was changed. There was corrosion at the distal end. Angulation in the up direction was out of standards due to a worn angle wire. There was a crease and scratch on the connecting tube. There was corrosion inside control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, liquid leaked from the bending section cover on the evis lucera bronchofibervideoscope. The issue was found during preparation for use. The intended procedure was completed with a similar device with no surgical delay. No patient harm reported. During the evaluation of the device, it was noted the coating was peeled off the connecting tube due to deterioration. This report is to capture the reportable malfunction of the coating was peeled off the connecting tube due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment and so on. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·preparation and inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·important information ( please read before use); warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocessing manual general policy precautions/warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.